Event description:
It is alleged, the unit is leaking a black substance after the cleaning cycle, out of the end and where the attachments connect. There was no pt involvement.

Manufacturer narrative:
The device was returned to MFR. The customer complaint could not be duplicated. There was corrosion found on the pc motor and it was replaced and returned to the customer.